Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient exhibited unexplained syncope. Attempts to gather additional information were unsuccessful. The cause of the syncope remains unknown at this time. The pacemaker device remains in-service. No additional adverse patient effects were reported.